Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the sample probe was clogged with fibrin. The customer did not follow guidance to ensure that samples are free from fibrin prior to analysis. As a result, the customer damaged the sample probe. The fse had to replace the sample probe to resolve the issue. The fse performed calibration and quality control (qc) without errors. Analyzer resumed normal operation. Section age, weight, and ethnicity: information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported ten (10) patients had low results with pl and f flags for ion selective electrode (ise) sodium (na), potassium (k), chloride (cl) and high results on lactate dehydrogenase (ldh) along with sample probe detection errors involving their au5800 clinical chemistry analyzer. The customer repeated the patient samples on another au analyzer with results considered correct. The customer indicated the initial patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer verbally provided example results for one (1) patient.